Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On june 26, 2008, the lay-user/pt contacted lifescan alleging that one touch ultra 2 meter had an "error 5" issue. The pt tests his blood glucose 3-4 times a day. He tests before meals and at bedtime. He takes sliding-scale novolog three times a day based on his meter readings and 90 units of lantus every evening. He usually takes about 42 units of novolog insulin in the morning, 40 units at lunchtime, and 56 units before dinner. The pt indicated that the alleged meter issue started on two days prior, at around 5:00-6:00 pm. As a result of the alleged meter issue, the pt reportedly took his usual dosages of insulin. At an unspecified time on the next day, the pt allegedly developed symptoms of feeling weak and clammy. He also said that he was unable to talk. The pt administered self-care by eating a peanut-butter and jelly sandwich. The self-treatment helped to relieve his symptoms. The pt's blood glucose was not tested on another device during the time of concern. He also denied seeking or receiving medical intervention from a health care provider. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.